Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 300 mg/dl with confusion, symptoms of dehydration, polyuria, and polydypsia associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2015 with the following findings: the pump was manually suspended on (B)(6) 2015 at 21:42 and deliveries never resumed. The last bolus delivery was on (B)(6) 2015. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.